Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Manufacturer narrative:
Follow up #1 09/11/2014. Device evaluation: the device has been returned to animas and evaluated on (B)(4) 2014 with the following findings: the keypad was fully intact with no signs of damage. The keypad buttons were fully responsive to button presses. No contamination was found under the keypad button contacts. The alleged complaint could not be duplicated. The battery compartment was cracked at the threads. The returned battery cap was able to attach to the pump and was used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The up and down buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.